Event description:
Complainant alleged that the staff of the cath lab were attempting to pace a 93 year old male patient, but they were unable to capture the patient's heart rate. The staff was able to obtain another device to successfully pace the patient. There was no adverse effect on the patient.